Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guidewire fracture occurred. The target lesion was located in the right coronary artery (rca). After the 185cm comet pressure guidewire was introduced, it fractured inside the patient's bodyapproximately 50mm from the distal tip. The device was snared and completely removed from the patient's body. The procedure was successfully completed with another wire and ballooning stent. No patient complications was reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire separated in two pieces. The guidewire shaft was examined for any damage or irregularities. The proximal end of the shaft measured 171cm. The distal end measured 14cm which is the total length of 185cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The sensor port was clear of any material. Functional testing of the device could not be completed due to the separation of the shaft. No micro-cracks were observed adjacent to the distal and proximal fracture ends. Sem images of distal and proximal fractured beams appear to show some fatigue striations toward the center of the fracture. One beam fracture appears to show ductile region in the center. This suggests the possibility of a fatigue failure with ductile overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was further reported that the 60% stenosed target lesion was located in a mildly tortuous and non-calcified rca. Prior to assessing this lesion, the left anterior descending artery and circumflex were diagnosed with this device. The separation occurred while crossing the rca lesion. No devices were tracked over the wire during the procedure. The wire tip was not trapped at any point during the procedure.